Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cut stylet is confirmed, and the event is found to be use-related. The device returned was one segment of a twisted-wire stylet. Visual observation found that the wire returned was severely bent near the distal end; this is suspected to be due to the retrieval by snare which was mentioned in the complaint description. Microscopic evaluation showed that at least part of the proximal end of the guidewire appeared to have a very smooth and shiny surface, indicating a probable sharp instrument cut. The flushing connector was not present. Measurement of the stylet showed it to be shorter in length than specification. It appears that the stylet was cut, as was reported, and that this occurred during use. The IFU describes that the stylet should be removed before modification of catheter length. The complaint is confirmed and found to be use-related. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that during the procedure for inserting the catheter, the physician cut the stylet with the catheter. 10 days after inserting the catheter, x-ray examination revealed that the stylet segment migrated into the iliac vein.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the procedure for inserting the catheter, the physician cut the stylet with the catheter. 10 days after inserting the catheter, x-ray examination revealed that the stylet segment migrated into the iliac vein.